Manufacturer narrative:
(B)(4). This is a report of a use error where the care giver connected the home patient to the setup and started the initial drain before the patient line was completely primed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set and warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide also instructs the user to verify that the patient line is properly primed and provides step-by-step instructions for properly repriming the patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a use error during peritoneal dialysis therapy on the homechoice machine. The care giver (cg) stated that they had hooked up the home patient (hp) for therapy and started the initial drain when they noticed the patient line was not primed completely. The technical service representative (tsr) assisted the cg in ending the hp¿s therapy and removing the cassette. The cg planned to start the hp¿s therapy over using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.